Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the patient experienced shortness of breath. The pulse generator exhibited loss of output. After the device was replaced, the patient was stable and was discharged.